Manufacturer narrative:
Results and conclusions summation - myocardial infarction and hypertension, in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Myocardial infarction, hypertension, renal failure, congestive heart failure, and hospitalization are listed as no-fault post-procedure complications. Anemia is not specifically addressed. It could be associated with the overall health condition of the patient or the medications the patient is taking. A conclusive cause for the reported patient effects and the relationship to the product cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: non q-wave mi resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that index procedure was in 2009, after predilatation of the target lesion, one xience v stent was placed in the proximal lad. No procedural complications were reported. Eight months later, the patient was rehospitalized with nstemi and acute exacerbation of congestive cardiac failure. Also, acute chronic renal impairment, poorly controlled hypertension and iron deficiency anemia. The symptoms were treated with medication. An abdominal ultrasound was performed by the renal team. The patient stabilized six days later. No additional event or patient information is available.